Event description:
The user facility reported that the lid to their advantage plus automated endoscope reprocessor (aer) closed on its own subsequently causing the employee's hand to get pinched. Medical treatment was sought.

Manufacturer narrative:
User facility personnel stated that the employee may have accidently hit the lid close button on the advantage plus aer causing the lid to come down without the employee's awareness and pinch their hand. A steris service technician inspected the advantage plus aer and found no issues with the function or operation of the device. During the technician's inspection he found that the lid closing alert volume had been turned off. The alert volume can be adjusted by personnel and can also be turned on or off. The technician turned the lid closing alert volume on, tested the advantage plus aer and confirmed the unit to be operating according to specification. The steris service technician discussed the alert volume controls with user facility personnel. The unit was returned to service and no additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates only - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.